Manufacturer narrative:
Citation: finkelstein a et al. Efficacy and safety of new-generation transcatheter aortic valves: insights from the israeli transcatheter aortic valve replacement registry. Clin res cardiol. 2018 sep 20. Doi: 10.1007/s00392-018-1372-6. Epub 2018 sep 20. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the procedural outcomes of transcatheter aortic valve replacement in patients treated with new-generation valves: the edwards sapien s3 and the medtronic evolut r. All data were collected from four centers between february 2012 and december 2016. The study population included 735 patients (predominantly female; mean age 82 years), 512 of which were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Outcome measures were defined according to the valve academic research consortium-2 (varc-2) consensus definitions. Among all evolut r patients, procedural mortality was 1%. Based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, valve-related dysfunction requiring repeat procedure, coronary artery obstruction requiring intervention, second valve placement, conversion to surgery, septal perforation, mitral apparatus damage, tamponade, annular rupture, stroke, peri-procedural (72 h) myocardial infarction, valve malposition, moderate/severe paravalvular leak, life-threatening bleeding, major vascular complications, new left bundle branch block, new atrial fibrillation, and high pressure gradients. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.